Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient developed open and seeping sores under the ucor hfams patch. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed the patient an antibiotic for the skin irritation and advised the patient to return the device. Outcome of the irritation is unknown.